Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 july 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of ntw lot: 31206r1050, the delivery catheter (dc) handle could not be secured in place even when the dc fastener was tightened. A replacement ntw lot: 31206r1044 was used. There was no patient involved. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement and unstable dc fastener was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement and unstable dc fastener were unable to be determined. The observed scratched dc handle was a result of troubleshooting the reported unintended movement and unstable dc fastener. There is no indication of a product quality issue with respect to manufacture, design, or labeling.